Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. A search of the complaint handling database confirmed four previous similar reports have been received for this product/lot combination. A review of the device history record revealed no related issues during the manufacturing process. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are no known and many have contributed the event. No similar events were noted in the historical complaints database and in the absence of returned sample, no deduction can be made for the toot cause. The device was manufactured to specifications and was released in a conforming state. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found four other reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported withdrawal difficulty with the involved angio-seal evolution device. The following information was provided by the user facility: the device pulled hard again. Additional information was provided on 4/19/2017. The feeling that the device was pulling harder than normal happened during the pull back of the device, after the foot plate was already set. Mobile but unwinding slowly. Hemostasis was successful with the device. The patient was reported to be fine.